Event description:
Asr revision reported via sales rep.asr xl.left.asr revision. Hip was painful. Cup was loose. Revised to ceramic on poly. No other information available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Date rec'd 01/31/2015 - litigation papers received.litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels. The existing MDR decision has been reversed and the head, stem, and adapter sleeve have been reported. The complaint was updated on: 02/17/2015.